Manufacturer narrative:
Product event summary: analysis was unable to confirm that the unit screen froze or locked up at interrogation or boot-up, during analysis it powered up as required, although due to an error found in the error log, a pin reconfiguration was completed and the software was reloaded. Analysis also found that the system fan was intermittently noisy so it was replaced and that the keyboard was missing a screw and had a broken right hinge. The keyboard was replaced. The programmer passed all final functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer screen freezes or locks up at interrogation/boot-up. An error message occurred after the service disk was tried. The programmer was returned for repair. There was no patient involvement.

Event description:
It was reported that the programmer screen freezes or locks up at interrogation/boot-up. An error message occurred after the service disk was tried. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).